Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the iol was explanted due to scratches. It was reported that forceps were used which may have caused the scratches. Additional info has been requested.